Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the poor communication screen on their programmer, with and without the antenna. Patient got their programmer replaced and it did not resolve the poor communication. Patient could not feel stimulation at all and their symptoms were getting worse every day for more than a week ago. It was noted that the patient did not notice not feeling stimulation right away because it was usually really light, and they would only feel it depending on how they turned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the surgery to replace the dead battery took place on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system and the other applicable components are: product ID: 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the patient got the remote the next day. They couldn't find the device because of the battery and, at the time of the report, they were back to square one until they could get in to have it replaced. They were working to get it fixed for the patient. Their device was checked and they found the battery was dead.